Event description:
Rptr indicated that the pt had passed away. Pt's spouse called to request that the co remove the pt from the co's mailing list because the pt had passed away. Contact in 2/2002 with the last known physician of the pt indicated that the pt was enrolled in a clinical trial and the physician has not seen this pt for some time. The last known physician did not know what physician was treating the pt. The spouse (reporter) has requested that the spouse not be contacted in regards to this event.